Event description:
Same case as MFR ID#: 2134265-2011-02763. It was reported that post a stenting treatment procedure, a patient death occurred. The patient presented with acute myocardial infarction (ami). Vascular access was gained via the right femoral artery. The 100% stenosed, lesion was located in the mid right coronary artery (rca). A non-bsc 6fr guide catheter and a non-bsc .014x190cm guidewire were advanced. The mid rca lesion was pre-dilated with 3.0x15mm apex balloon 5 times to a maximum inflation of 16atms. The 3.5x32mm ion mr stent was deployed in the mid rca at 14 atms. The ion stent was post-dilated with a 3.5x15mm nc apex inflated twice to a maximum inflation of 20 atms. The stent was well positioned and well apposed. Medications given include: effient, asa, and beta blockers . Patient was admitted to critical care unit (ccu) for observation. One day later the patient returned with st elevation myocardial infarction (stemi). In-stent thrombosis was identified in the previously implanted stent. Vascular access was gained via the right femoral artery. A non-bsc 6fr guide catheter and a non-bsc 180cm guidewire were advanced. Thrombus was aspirated with non-bsc device. Mid rca was then dilated with a 3.75x12mm nc apex balloon 2 times with a maximum inflation of 12 atms. Post ivus was performed which showed well apposed stent placement. A 3.5x15mm promus stent was deployed at 14 atms in distal end of the previous placed ion stent, and post-dilated with 3.75x12mm nc apex balloon at 14 atms. A 2.5x12mm promus was then deployed at 12 atms in the distal rca. Distal rca balloon angioplasty was performed with 3.75x12mm nc apex 2 times at a maximum of 14 atms and ivus was performed with non-bsc device. Timi flow 0 before procedure, timi flow 3 after procedure anti-platelet medications continued. The following day the patient returned with stemi. The rca had a total thrombotic occlusion. Vascular access was gained via the right femoral artery. A non-bsc guide catheter and two non-bsc guidewire were advanced to the proximal rca. Balloon angioplasty was attempted with 2.0x8mm apex, but was unsuccessful. Balloon angioplasty was attempted with 3.0x12mm apex, but was unsuccessful. A non-bsc 3.5x15mm stent was deployed at 16 atms in the proximal rca. There appeared to be a dissection on the mid to distal vessel between the previous placed stents. Mid rca balloon angioplasty was attempted with 2.0x15mm maverick otw, but was unsuccessful. A 2.75x32 ion stent was deployed at 16 atms in the mid rca. Timi flow 0 before procedure, timi flow 3 after procedure and 0% residual stenosis. Anti-platelet medications continued. The next day, 3 days after the index procedure the patient returned with stemi and 100% occlusion of the proximal and mid rca. Vascular access was gain via the right femoral artery. A temporary pacemaker was placed in the right ventricular apex. A non-bsc 6fr guide catheter and non-bsc 190cm guidewire were advanced to the proximal rca, thrombus was aspirated with non-bsc device. Balloon angioplasty was performed with 3.0x12mm apex 3 times with a maximum of 12 atms and 3.5x12mm apex 2 times with a maximum of 12 atms in proximal and mid rca. Ivus was performed in proximal rca results showed no dissection and good expansion. A 2.0x15mm non-bsc stent was deployed in distal rca. Anti-platelet medications continued and the patient was transferred to the critical care unit. Patient continued to have progressive deterioration of cardio vascular (cv) system and expired. Cause of death was myocardial infarction leading to cv failure. Physician does not feel that the devices caused death, more the continued clotting of devices for unknown reason.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).